Event description:
The patient suffered a cardiac arrest and was brought to the hospital. What was initially thought to be asystole on the rhythm strips, was later noted as a possible fine vf. Para- medics were concerned that no pacing spikes were seen. Interrogation showed normal function, although ventricular sensing thresholds were low. In early 2009, the patient had a vt that was sensed and treated. The patient had brain anoxia pending CT results, but later expired.

Manufacturer narrative:
No medwatch form was received.